Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the representative discussed charging schedule with the patient. She was not charging enough hours or frequently enough. The issue was resolved. No further complications were reported/anticipated.

Event description:
Information was received from the patient and the manufacturing representative (rep) regarding a patient with an implantable neuros timulator (ins) for spinal pain. It was reported that the patient had poor telemetry or no telemetry with recharging. The patient stated that they were at the healthcare provider¿s (hcp) office and they were unable to charge their ins and the ins wasn¿t holding a charge for very long. They were having to charge it too often. The patient said their hcp directed them to contact a manufacturing representative (rep) to be at their office visit tomorrow. The patient stated that the hcp office wouldn¿t set up the appointment to have a rep present. The patient stated that they were unable to connect to their ins and charge their device. They said that they thought it was the patient programmer so they changed the batteries in that. They put the recharger on and kept moving it around but the ins ¿wasn¿t registering at all¿. The patient stated that the last time they were able to successfully recharge their device was probably six weeks to two months ago. The patient stated that they noticed the ins wasn¿t holding a charge very long and that the patient thought it was because the patient was using the ins so much. The patient stated that they hoped the ins didn¿t need to be replaced. Patient services offered troubleshooting, but the patient didn¿t have access to all of the equipment to see what the patient was getting on the recharger screen. It was reviewed that it was suspected that their device was overdischarged and they were advised to bring their equipment with them to their appointment tomorrow in case that was what was going on with the ins. The patient stated that they didn¿t have the patient programmer with them as they left it in (B)(6), but they would be going back to get it. It was reported that the patient¿s ins was not charging for the last week or the week before in (B)(6) 2017. They stated that the ins was not holding a charge for very long over the last month or so in 2017. No symptoms were reported on (B)(6) 2017, additional information was also received reporting that the patient had not charged their batteries in two months due to non-compliance. It was reported that the rep jump started their device and cleared the por (power-on-reset) message. Impedances were checked and were within normal limits. The issue was resolved at the time of the report. No further complications were reported/anticipated.